Manufacturer narrative:
The device was lost prior to being returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted loading of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve was difficult to load. During the loading process slight resistance was observed and suddenly the handle felt loose. It was then observed that the distal portion of the capsule was stretched. The valve was removed from the damaged dcs prior to insertion and the dcs was replaced. The valve was loaded onto a second dcs and used for implant.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. The reported loading difficulty and resistance may indicate a misloaded valve. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in loading of the valve. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the valve under fluoroscopy to inspect the capsule for a misloaded bioprosthesis. The reported capsule stretch typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is experienced when the valve is loaded incorrectly. However, no fluoroscopic load check images were submitted for review, therefore it cannot be determined if the valve was correctly loaded onto the dcs. If information is provided in the future, a supplemental report will be issued.